Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported failures during pre-use check and the technical error for communication failure in the provided logs were solved by replacing control printed circuit board pcb, pneumatic back-plane printed circuit board pcb anddc/dc & standard connectors printed circuit board pcb. The ventilator then passed all functional and safety tests and was cleared for clinical use. Since no parts were returned for investigation, the exact root cause of the reported failures during pre-use check has not been determined.

Event description:
Manufactúrer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test, internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).